Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The patient reported being dizzy and lightheaded. The lead was reprogrammed and the patient was in stable condition.